Event description:
Stryker performance series sagittal blade was attached to the saw handpiece. Upon use the end of the blade that was loaded in the handpiece broke into 2 pieces at the attachment site and the blade fell out of the handpiece.what was the original intended procedure?left total knee arthroplasty.device #1is this a laboratory device or laboratory test?no.